Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . Actual device upon receipt: a guidewire main body only. The distal end had been fractured. No fractured piece was returned. Microscopic inspection: the outer layer had been elongated, and a torn shape was found at the fractured section. No anomaly such as a scratch was found in other sections. Electron microscopic inspection: the outer layer had been elongated, and a torn shape was found at the fractured section. Electron microscopic inspection of the wire: the outer layer of actual device was removed, and the wire at the fractured section was confirmed. No taper was found in the side surface of wire at the fractured section. Radial patterns were found in the top surface of wire at the fractured section. Confirmation of dimensions: the outer diameter at the normal section met the factory's specifications. No anomaly was found. Confirmation of the missing length: actual guidewire main body: approximately 2488mm. Current product: approximately 2600mm. It was inferred that the missing length was approximately 112mm. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test: continuous torque force was applied in the same direction while the device was bent. No taper was found in the side surface of wire at the fractured section. Radial patterns were found in the top surface of wire at the fractured section. These conditions were likely to be similar to those of the actual device. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions of the actual device. From the conditions of actual device and simulation test result, as a possible cause of occurrence, it was likely that since continuous torque force was applied in the same direction while the device was bent, the wire was fractured. When the device was subsequently removed, pulling force was applied, causing the outer layer to elongate and tear, resulting in detachment. In addition, compared to the current product, the missing length of actual device was approximately 112mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the wire involved was fractured. The procedure outcome was not reported. The patient was not harmed.